Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the latch plate was bent preventing the siderail from latching. The technician readjusted the latch plate to repair the bed.